Event description:
Information received from the field does not address the patient's clinical status but notes that measured data readings could not be completed. The device was pacing at 65 ppm but the programmer interrogated the device at 30 ppm even after attempts to change the rate. Therefore, the device was replaced.